Event description:
Customer's mother called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer's blood glucose reading was 412 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Received insulin pump with cracked end cap. Unable to test for a33 alarm due to cracked end cap. Insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.